Event description:
It was reported that the patient presented to the hospital by ems with ventricular fibrillation arrest secondary to atherosclerotic coronary artery disease followed by acute respiratory failure/acute respiratory distress syndrome and multi-system organ failure. A nimbex (cisatracurium) 200ml infusion was ordered to tritrate to response. The initial infusion was programmed as nimbex to infuse at a rate of 3mcg/kg/min (11.2ml/hour). Approximately 15 minutes later the infusion rate was decreased to 2.85mcg/kg/min (10.7ml/hr) then decreased again to 2.7mcg/kg/min (10.2,ml/hr). Five minutes after the titration was completed, the device alarmed for "air in line" and the nimbex infusion bag was found to be empty with the entire 200ml infusion completed within 35 minutes. The customer further stated that the patient expired, however it was not a result of the event, as the patient was intubated at the time of the occurrence with a diagnosis of a ventricular fibrillation arrest and acute respiratory failure per the md report.

Manufacturer narrative:
The customer¿s concerns with an infusion of nimbex (cisatracurium) where the bag was found to be empty with the entire 200ml infusion completed within 35 minutes was not confirmed or replicated during testing. The left iui (female) is observed with dried fluid residue on the contact pins. Contamination was observed forming at the base of the contacts. The right iui (male) was observed with dried fluid residue on the contact pins. The platen, post/hinge, pins/springs, buttons were all intact and not interfering with door operation. The membrane was in good condition. The latch/sear and pivot screw was installed and not interfering with door operation. The pcu event log identified an infusion of cisatracurium that was programmed on the source pump module on (B)(6) 2019 at 1:40 am. There were no obvious programming errors. Per the log review: prior to the start of the infusion the user programed a rapid bolus dose of 0.15 mcg/kg/min (rate 999ml/hr, vtbi 9.42ml). The rapid bolus was started. The log showed immediately after the start of the infusion, the source device alarmed for air in line. The device continued to alarm for air in line (x10) until the device was selected at 1:44 am, and the rapid bolus was canceled. The log recorded the source device was then selected and the first of 3 dose changes are made (1st 2.4mcg/kg/min rate 9.42ml/hr, 2nd 2.85mcg/kg/min, rate 10.7388ml/hr and 3rd 2.7mcg/kg/min rate 10.17136ml/hr). The source pump module was then channeled off at 2:32 am. The total volume infused is 14.189ml. Testing performed on the source pump module found the device delivering IV fluids within specification. The inspection of the source device pumping mechanism found no irregularities. The incident disposable set was not returned. The root cause of the reported complaint that the nimbex (cisatracurium) infusion bag completed within 35 minutes was not identified.

Event description:
It was reported that the patient presented to the hospital by ems with ventricular fibrillation arrest secondary to atherosclerotic coronary artery disease followed by acute respiratory failure/acute respiratory distress syndrome and multi-system organ failure. A nimbex (cisatracurium) 200ml infusion was ordered to tritrate to response. The initial infusion was programmed as nimbex to infuse at a rate of 3mcg/kg/min (11.2ml/hour). Approximately 15 minutes later the infusion rate was decreased to 285mcg/kg/min (10.7ml/hr) then decreased again to 2.7mcg/kg/min (10.2,ml/hr). Five minutes after the titration was completed, the device alarmed for "air in line" and the nimbex infusion bag was found to be empty with the entire 200ml infusion completed within 35 minutes. The customer further stated that the patient expired, however it was not a result of the event, as the patient was intubated at the time of the occurrence with a diagnosis of a ventricular fibrillation arrest and acute respiratory failure

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that there was an unspecified over infusion. There was no patient harm.